Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that "a few years ago" the patient had been "overdosed and almost died".